Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not aligned with the pointer and even after a 25-point calibration of the stylus and pointer they still did not align. It was determined that the device would be scrapped and replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was unable to be calibrated, despite changing out the stylus 4 times. It was noted that it was specifically the left side of the screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: replacement parts had become available and the programmer was repaired and put back into the system for replacement. The connection between the overlay and the xy board was reseated, the stylus was calibrated, the hard drive was reconfigured, the software was reloaded and updated and the programmer passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.